Manufacturer narrative:
Continuation of d11: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was to change to another program per the sales representative. The patient was unable to switch to a different program as each program selected stated maximum settings. They were back on program 2 and the stimulation is on 1.0 and will not increase at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. They were told that they were able to shower but needed to wrap the device with saran wrap. They reported that they wrapped it as instructed so they could shower the night before, but when trying to cut off the saran wrap, they cut the lead in half. There were no patient complications reported as a result of this event.